Manufacturer narrative:
(B)(4). Initial report date 12/15/2015, related medwatch: 9710107-2014-00261. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the capsule failed to attach during placement. A snare was used to retrieve the capsule. No injury to the patient.